Event description:
A resolute integrity drug-eluting balloon was delivered to lad but as it was quite difficult to cross the lesion, a micro catheter (non-mdt) was additionally used; however, the device still could not cross the lesion and when removed from the patient's body the stent strut was found deformed. Lesion was pre-dilated. No unusual resistance was noted when the protective sheath was removed. No difficulties or abnormalities were noted during the prep and device inspection. Procedure was completed successfully by using a non-mdt stent (device details unknown). The patient experienced no adverse effect from this event. Evaluation summary: there were numerous kinks visible along the hypotube. The transition shaft was bunched immediately proximal to the guidewire entry port. The distal tip was slightly damaged indicating that it may have been stubbed during advancement. The first five distal segments were deformed with numerous raised struts.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis, moderate calcification and moderate tortuosity), deformation problem- stent; evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology¿ 90% stenosis, moderate calcification and moderate tortuosity), inherent risk of procedure (stent deformation). (B)(4).